Manufacturer narrative:
A field service engineer (fse) visited the account and examined the system. A stirrer motor, modular chemistry syringe and barrel were replaced. Although the fse replaced several parts, no definitive root cause can be determined. This is one of six individual medwatch reports as six separate patient samples are involved for this single day malfunction. See MDR numbers for all associated patient events: 2050012-2009-00123, 2050012-2011-02156, 2050012-2011-02158, 2050012-2011-02159 and 2050012-2011-02160. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
International customer reported to beckman-coulter inc (bci) that the unicel dxc 880i synchron access clinical system generated six erroneously high glucose cup patient results. The results were reported out of the laboratory. Internal quality controls were within 1 standard deviation prior to the event. No instrument flags or error codes were noted. The samples were retested and amended results were reported out the same day. It is not known if there was any change to the patient treatment or care. There are no reports of any adverse event or intervention needed to prevent or preclude serious injury. No specific patient information or results were provided.